Event description:
It was reported that during the implant high pacing thresholds resulting in loss of capture was seen. It was noted the the helix of this lead was bent and it was not smooth extending or retracting the helix after positioning the lead. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.